Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient's duopa shetty gastrojejunostomy tube had come out several inches, requiring an additional procedure from their gastrointestinal physician to properly replace the device. The patient began "pushing a rod" into the tube to assist with daily flushes. There were no further injuries reported aside from the additional procedure.